Event description:
An elevated advia centaur troponin ultra result was obtained on a patient sample, which was reported to the physician. A new sample was drawn from the patient and a negative troponin ultra result was obtained. The first sample was then retested and a negative troponin ultra result was obtained. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra result is unknown. The instrument is performing within specification. No further evaluation of the device is required.